Event description:
It was reported that the pump exhibited a plunger lever issue. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device plunger case seal was removed, the right plunger case was cracked, and contamination was visible on the device. Review of the event log found evidence of error messages. Upon function testing, the reported problem was duplicated. The left plunger case flippers were getting stuck. The root cause is unknown. The left plunger case was replaced to resolve the issue and the dvice software was upgraded. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.